Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: a prestige atra grasper dbl-act 5mm (part # 8360-10) fractured causing one of the jaws and two other pieces to fall inside of a patient. The instrument was removed and intervention was needed to collect the pieces and an xray was taken to confirm all pieces had been retrieved in the patient. Reportedly there was a ten minute delay to the procedure.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). One (1) sample was provided for technical evaluation. The results of the investigation confirmed that the body of the product has both jaws detached. The sample was received with jaws and both links in a separate bag within the returned package. The spacer is still assembled within the sample body. Geometry of the articulating link pins shows disassembly, not breaking. This product may have been reserviced due to the following evidence: the 8360-10801 insulation is not an OEM part, but a replacement part, as identified by the texture. The spring/button combination has been fixed onto 8360-10804 handle assembly with a set screw. During investigation, the spacer separated from the body of the complaint device. Based on the investigation findings, the manufacturing site is aware of this issue and has entered this complaint into our trending report. An approved project was initiated to address the issue of this nature.